Event description:
The physician placed the percutaneous endoscopic gastrostomy (peg) system using a pull-push technique. Upon retrieval, separation of the dilator from the peg occurred. This tube was removed and a second tube was pulled over the guide wire, which remained in place. The pull-push technique again was used by the physician and the peg pulled through. The guidewire appeared to be entrapped within the peg. The guide wire was then cut with a wire cutter and portions were removed orally and through the distal end of the peg. An endoscopy revealed a small laceration at the gastro-esophageal junction in the region of the hiatal hernia. The laceration was lavaged and endoclipped with hemostasis resulting.

Manufacturer narrative:
The device is not available and was therefore, not returned for eval. We are unable to determine if there was a device problem or if it contributed to the incident without evaluating the sample. The lot number originally noted did not correspond to the device. The facility was contacted and the correct lot number was obtained. Retention devices from the same lot of peg tubes were reviewed and found to meet specification. In addition to the peg used, reorder (B)(4), is labeled as a push technique, it is unclear what is meant when the user states a pull-push technique was used. The circumstances described lead to the conclusion that the cut wire is the likely cause of the laceration.